Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a small plastic component from the device detached and became embedded in the fingertip of the patient. The foreign object was immediately detected and successfully removed without any complications. The patient reported no pain or discomfort, and patient's current medical status is reported as good.